Event description:
It was reported that high impedance was observed. Noise was found when the physician manipulated the pocket. Fluoroscopic view showed lead dislodgement. Patient said that sometimes she would manipulate the pocket and rotate the can. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.